Manufacturer narrative:
There is no additional information of the event available yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Upon inspection, the device yielded no image. This was attributed to a damaged charge couple device (ccd). In addition, the cable failed the leak test and was observed to be leaking.

Event description:
As reported for this event, the device was broken. There is no reported patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Upon inspection, the device yielded no image. This was attributed to a damaged charge couple device (ccd). In addition, the cable failed the leak test and was observed to be leaking. The root cause for damaged charge couple device (ccd) cannot be conclusively determined; however, the likely cause can be as follow: the device is not watertight as evidenced by the failure of the leak test by the cable. Such decrease in water tightness can be caused by handling of the device with a load.